Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a rise in thresholds and impedance levels. An invasive procedure was performed to analyze the system. The leads (non-cpi) appeared to be fully inserted and the setscrews were tight. When the ipg was placed back in the pocket, the thresholds and impedance levels returned to normal. The physician elected to leave the ipg implanted.